Event description:
As reported (B)(6) 2013, a customer reported they have had 6 patients within a two month period experience dvt. These pts were identified with having a dvt within a week after surgery. As a precaution, the customer has requested the facility's unit be evaluated by the MFR. The unit has been returned to the MFR for eval.

Manufacturer narrative:
Returned for eval was one venacure1470 unit (sn (B)(4). Assessment of the unit determined the unit functioned as intended. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specs. The user manual (venacare 1470 operator manual us, version 2.0), which is supplied to the user with this unit lists dvt as a potential adverse effect of the procedure. Attempts are being made by angiodynamics in regards to the treated pt's info and well-being. There have been no reports to date of permanent pt harm or injury. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored from trends. (B)(4).